Manufacturer narrative:
(B)(4). Evaluation summary: the malfunction of false air in line alarm discovered during device evaluation was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced a false air in line alarm during device evaluation. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.